Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm can be confirmed based on the data recorded in the log file provided by the customer. The log file contained events recorded from (B)(6) 2022. The data captured on (B)(6) 2022 revealed a brief yellow wrench/backup battery fault alarm. The alarm appeared related to the battery being uninstalled which is consistent with the reported battery exchange at the hospital. The reported backup battery fault alarm that occurred on (B)(6) 2023 was not captured in the log file. There were no other unusual alarms/events captured in the log file. Although the yellow wrench alarm appeared related to a backup battery exchange, the specific root cause was not able to be determined. The system controller, serial number (B)(6) was not returned for evaluation. Per the additional information, the controller was exchanged on (B)(6) 2022 and no product will be returned for evaluation. Heartmate ii patient handbook, rev b, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use, rev b, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate ii patient handbook, rev b, and the instructions for use, rev b, caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information also revealed the patient's backup battery had been replaced on (B)(6) 2022; log files reviewed at that time captured a single yellow wrench alarm on (B)(6)2022 following an isolated backup battery fault. The event was likely caused by the replacement of the backup battery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a controller exchange in november 2022 due to two yellow wrench alarms. One that occurred on (B)(6) 2022, the other occurred on (B)(6) 2022. There was not a message on the led screen that the patient could relay to the care provider, and nothing showed on the alarm screen after interrogating the controller. After further discussion and troubleshooting at home (changing batteries, clips, and power sources as well as multiple self-tests) it was decided that they would come in for a planned controller changeout after interrogation and sending waveforms on (B)(6) 2022.